Event description:
Reporter stated having high blood glucose readings lately and encountered discrepant results during comparative testing at a routine doctor appointment. Customer stated their meter read 338 mg/dl, however, she did not have symptoms at the time comparaed to the doctor's measurement of 86 mg/dl performed 1 minute later. As a result of the comparison, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.